Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected in ck1,2,3, nl1, 2 with juvéderm® volift¿ with lidocaine and into marionette lines bilaterally (ml1, 2) and upper lip l1 to l6 with juvéderm® volbella¿ with lidocaine and experienced "swelling", "difficulty swallowing, no fever/chills - hd stable". Also, additional adverse event observed & symptoms indicates: "swelling/angioedema/epiphora" and "type ii and IV hypersensitivity reaction". Additional information on medical report stated patient experienced "swelling on the left cheek. This soft tissue swelling spread to left upper eyelid, left lower eyelid and contralateral eyelids." As per clinic evaluation, "it was quite prominent and slightly tender(pain scale 6/10)", "left upper eyelid and lower eyelid were swollen as well as the contralateral right upper and lower eyelids suggesting angioedema." Patients "entire cheek was swollen and had difficulty opening mouth and swallowing." Hcp stated that "initial impression was that of an early cellulitis". The clinical picture was clearly suggestive of a delayed hypersensitivity reaction with a prominent cheek swelling and angioedema of bilateral upper and lower eyelids. On further retrospective clinical history post filler injection , patient experienced non-device related "allergic reaction to topical eyedrops" post procedure and on review of the constituents of these eyedrops , hyaluronic acid was present in the solution. Hcp spoke to allergan advisor and felt that it was most likely an infectious pathology. The ultrasound performed revealed fluid as well as stromal elements suggestive of either a fluid collection or soft tissue mass. The radiologist marked out the lesion and pointed to the area where fluid was noted and managed to drain 5mls of yellow, white and brown stained fluid. The fluid aspirated revealed no organisms or growth and a high neutrophil count which was suggestive of a sterile abscess. Patient's case was also discussed with an immunologist, who felt that it was a delayed hypersensitivity reaction. Treatment included analgesia, augmentin, nonsteroidal antiinflammatories(brufen) and an antihistamine(chlorpheniramine), prednisone, tavanic, clarithromycin, steroids. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6); (emdr (B)(4). This emdr is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.